Event description:
The patient had under gone the stent assisted coil embolization of the posterior communicating artery aneurysm using six coils and a stent (subject device). Post procedure, an asymptomatic bleed was noted in the stented region of routine post procedure imaging. The physician did not relate the bleed to the stent but to the patient's blood pressure was not controlled post procedure. The bleeding was treated with medication (details unknown) and there was no clinical consequence to the patient.

Event description:
The patient had under gone the stent assisted coil embolization of the posterior communicating artery aneurysm using six coils and a stent (subject device). Post procedure, an asymptomatic bleed was noted in the stented region of routine post procedure imaging. The physician did not relate the bleed to the stent but to the patient's blood pressure was not controlled post procedure. The bleeding was treated with medication (details unknown) and there was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.